Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Post market vigilance (pmv) led an evaluation of one endo gia 30mm curved tip articulating vascular/medium reload. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. Pmv performed functional testing which included the reload was loaded into a post market vigilance instrument for functional testing. The reload was cycled without hesitation. Functional testing confirmed the safety interlock feature successfully prevented the loading unit/reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was noted to have possibly occurred during normal use of the product, which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy procedure, the staples did not deploy and the staple line was incomplete distally. Another reload was used to fix the staple line. No patient adverse events were reported. No reinforcement material was used. Current patient status is alive with no injury.